Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead helix was damaged, resulting in the inability to implant the lead. The rv lead was not used and was replaced with another rv lead. The patient remained in stable condition.